Event description:
The customer's biomedical engineer reported to the service depot on 07 october 2009 that a colleague cx volumetric infusion pump single channel had failure code 810:11. This event occurred in the ICU (intensive care unit) during patient therapy with the patient connected. Therapy was stopped/interrupted for an unknown length of time. According to the customer, there was no adverse event, patient injury or medical intervention associated with this report. The software version of this pump (B) (4) and has been categorized as colleague 2006. There is no additional information is available.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer generated a non-reactive patient result on architect anti-hcv but expected reactive results were obtained using another reagent kit from the same lot. In 2007, the customer loaded a new 500 test kit onto the architect analyzer and ran controls, which were within range. Two days later, the customer noticed that all patient results were low (0.01 - 0.03 s/co) using this reagent kit. Controls were tested and the positive control was out of range low. One of the low results was from a patient known to be positive and when the specimen was retested with reagent kit, reactive results were obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Review of manufacturing and testing records. Review of complaint data. In response to this issue an investigation was completed for architect anti-hcv. Master lot release testing for lot number 48247hn00 was performed in 2007. The test data was reviewed and indicated the master lot listed above was released within manufacturing release specifications. Additionally, the performance of lot number 48247hn00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot(s) of architect anti-hcv. This review did not reveal any events or issues that may have impacted the performance of the above lot number(s) in relation to the complaint issue. The apparent root cause for the customer's issue is most probably related to a conjugate contamination with human antibodies due to the fact that other reagent sets of the same 2000 test kit performed very well within the specifications stated in the respective package insert. The architect anti-hcv conjugate component is very sensitive to contamination with extremely small traces of human igg/igm that leads to neutralization. This can cause either calibration failures or low calibrations resulting in low s/co values and out of range low positive control results. The package insert provides instructions on how to avoid contamination when handling conjugate vials: architect anti-hcv reagent package insert. As part of our investigation we have reviewed the complaint and manufacturing records for architect anti-hcv, lot number 48247hn00. This review did not identify any problems relating to the customer's observation. Based on our investigation, we have determined that architect anti-hcv, lot number 48247hn00, identified in the customer complaint, is performing acceptably. This is the final report.